Manufacturer narrative:
H3: product analysis of part # kex102eb-cds : lot # 0226687190 visual inspection confirmed the syringe has been used. There is dried media in the line of the syringe. The handle is still attached and working properly on the syringe. Root cause issue undetermined. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty for t8. L1 vertebral compression fractures. It was reported that during this kyphoplasty procedure, while attempting to deflate the first ibt, the kis inflation syringe came apart. It appears the shaft came apart from where it connects to the display box. The balloon was deflated successfully. The procedure was completed with no additional product needed and no further issues. There was no patient symptom reported. There were no further complications reported regarding the event.